Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of the clip that could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed after repeated pulling and pushing. It was also noticed that the tip of the clip was damaged, and it was forcefully pulled out. Additionally, high resistance was felt in the handle. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed. Block h11: correction: block b5 (describe event or problem0 and h6 (device codes).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the fundus of stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter despite repeatedly pushing and pulling the handle. The tip of the clip was noted damaged, and it was forcefully pulled out of the patient. Additionally, there was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the fundus of stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6)2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter despite repeatedly pushing and pulling the handle. The tip of the clip was noted damaged, and it was forcefully pulled out of the patient. Additionally, there was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke was attached to the control wire). The device was returned without the over-sheath and the handle was returned in a good condition. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned with evidence of premature deployment, indicating that the clip did release from the catheter. It is possible that operational factors during the procedure such as trying to open the clip once it was already activated could have caused the premature deployment of the clip. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.